Event description:
It was reported that six (06) exactamix 500 ml eva tpn bags had foreign matter at an unspecified location. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 20 april 2024 and 21 april 2024. H11: six (06) actual devices were received for evaluation. The returned samples were inspected and dark particle spots were observed. These particles were found embedded on the outside of the bag or on the inside/outside of the white connector. The reported condition was verified. The cause of the issue could not be determined. However, possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.